Event description:
It was reported that the user could not advance or retract the guide wire in the catheter's central lumen. The iab and guide wire were removed as a unit and another iab was placed without difficulty. There were no pt complications.